Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient had seen the settings not available message on the patient controller starting on (B)(6) 2019. It was occurring randomly. On the day of the report, the settings not available message was displaying on the patient controller anytime that they tried to increase from around 2.0 milliamps to around 3.0 milliamps. The health care professional was also seeing the out of regulation message on the clinician programming tablet. During troubleshooting, it was determined that the implantable neurostimulator was at 80% charge. Impedances were run, and different electrodes were checked an all were around 600-900 ohms. The programs were reviewed and determined to be as follows: group a program 1: 1+ 3- pulse width of 220 microseconds, a rate of 50 hertz, and an amplitude of 2.0 milliamps program 2: 3+ 4+ 6- 7- pulse width of 220 microseconds, a rate of 50 hertz, and an amplitude of 2.4 milliamps after the programs were reviewed, the health care professional reran the impedance check and now everything was showing green except for contact 1 which was showing as ¿do not use¿ at over 40,000 ohms. The health care professional checked reference 3 and everything was similar to the previous impedance measurement except for contact 1 which was showing over 40,000 ohms. It was suggested that contact 1 not be used in programming, so program 1 was adjusted to be 0+3- and then the patient was able to increase to comfort at 3.1 milliamps. After exiting the tablet programming session, it was confirmed that the patient controller was able to increase the stimulation and they were not seeing the settings not available message. The issue was resolved at the time of the report. There were no patient symptoms or complications reported.